Event description:
A surgery was done on a (B)(6) girl who received burns over her lips and throat. The burns were treated and the pt was released. No add'l pt info was provided.

Manufacturer narrative:
The tls2 14c used in surgery was not returned in a timely manner, therefore, no investigation could be conducted.